Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001822565 - 2017 - 08720, 0001822565 - 2017 - 08721, 0001822565 - 2017 - 08722, 0001822565 - 2017 - 08723. Additional concomitant medical products: femoral stem, unknown part/lot; acetabular cup, unknown part/lot; femoral head, unknown part/lot; acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision for an unknown reason. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the product is not reportable, the initial report submitted should be voided.